Event description:
Abdominoperineal resection. Ralc45 dlu calibrated and opened/closed without difficulty. However, it could not get into firing range. The surgeon commented on how thick the tissue was and fired anyway. "Firing cycle complete" message appeared on pc. There was a hole in the rectal stump which covered about 1/3 of the staple line. Surgeon over-sewed the hole and used a plc55b to complete the case successfully. Surgeon had indicated that the patient had undergone previous chemotherapy treatment.